Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd pen ndl 31ga 8mm were unable to prime and leaked. The following information was provided by the initial reporter : the consumer reported pen needles were clogged during the flow check and the insulin actually shoots out of the top of pen and does not go through the pen needle. Date of event : (B)(6) 2021. Sample status : discarded, awaiting unused samples.